Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer's blood glucose level was 241 mg/dl. The customer reported that they had issue with the reservoir. The customer reported that self test was ran and sometimes this would not complete self test, it would not interrupt with alerts. They also stated that no delivery alarm continue even after the insulin pump was taken off, with no reservoir in pump. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The insulin pump will be returned for analysis.